Event description:
It was reported that this programmer touch panel was not functioning. Patient therapy was not reported to be compromised due to this programmer issue. No adverse patient effects were reported. Upon receipt, the programmer underwent functional testing. The programmer was powered on to check for error reports or boot-up issues. No anomalies were noted. Next, a test device was successfully interrogated, confirming there were no communication problems between a device and the programmer. Additionally, the touch screen was checked for functionality and calibration, and touch response stopped working, lcd touchscreen was defective. The programmer was opened in order to assess the internal components, no issues were detected. This device was approved to be upgraded.